Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the insulin pump buttons wont execute the commands as they need to press the buttons multiple times to respond and pump rejecting new batteries. It was also noted that the pump's reading differed from the reading displayed on the phone. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was not performed. No harm requiring medical interventions were reported. No product return is required for mmt-1884l.

Manufacturer narrative:
P-cap was attached and locked into place properly. The pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, and self test due to critical pump error (open book image) alarm. The pump was cut open to perform a visual inspection, and moisture damage was found at the force sensor trace and connector on pcba 1. Successfully downloaded history files and traces using thump. Failed batt test was noted on 07/16/2025 18:50:43.000 isolate to the electronic stack. The following were noted during visual inspection: cracked corner of belt clip rails, cracked battery tube, broken belt clip rails, cracked case, cracked battery tube threads, stained keypad overlay, scratched case, and pillowing keypad overlay. In conclusion, the critical pump error (open book image) alarm was confirmed due to moisture damage at the force sensor trace on pcba 1, isolate to the electronic assembly. Unable to confirm customer concerns of a failed batt test as well as keypad intermittent button response. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: it was reported to medtronic minimed that the customer pump and mobile is showing different reading. Troubleshooting was not performed. The blood glucose and sensor glucose value was unknown. The event involved product(s) mmt-1884l, mmt-7040a. Mmt-1884l returned for analysis. No product return is required for mmt-7040a.